Manufacturer narrative:
Attempts have been made to obtain the sample and additional information. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The catheter broke near the molded junction.